Manufacturer narrative:
Unit received with alarm during self test due to a faulty y1 on the radio board. Unit received with normal operating currents, unit passed restart error test, rewind test, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency failed and the pump is unable to rewind. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump alarms cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.